Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the power supply faulty. The cord bay door was missing, and the paper tray was nearly empty. The rear cover is cracked, considered acceptable and the frame display assembly had some small damage. The radiofrequency head cable was worn out but still functional, the cores were twisted inside the cable. The anti-slip layer of the rf head was worn. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the power button was pressed on the programmer, the button did not respond and the programmer failed to po wer on. The programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.